Manufacturer narrative:
(B)(4).

Event description:
An infection over the location of the pt's pump occurred. The pt's outcome was not reported. Additional info has been requested, but was not available as of the date of this report.